Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Field experience of difficulty inserting the atrial lead into the header was verified in the laboratory. Visual inspection of the atrial lead bore revealed that there was epoxy material on the atrial ring spring. It is believed that the epoxy material on the ring spring prevented the spring from expanding appropriately, thereby causing difficulty in inserting the lead into the bore.

Event description:
It was reported that during an attempted implant, the atrial lead could not be inserted into the header.